Event description:
It was reported by customer approximately two months after implantation of the device, catheter rupture occurred in the intravascular part about 5 cm from the bifurcation of the connectors. There was evidence of alteration of the characteristics of the device in that a crack of a few millimeters was present. Incident that occurred on (B)(6) 2023. Consequence: specific intervention.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.